Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The product was returned and visual inspection was normal. The cause of infection could not be traced to the device.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. Review of the sterilization records confirmed normal sterilization cycles for the products. The cause of infection could not be determined.

Event description:
Related manufacturer reference number: 2017865-2023-00761, 2017865-2023-00762. It was reported that the patient presented to the hospital with redness and irritation at the device site. The pacemaker, right atrial lead and right ventricular lead were explanted due to pocket infection. The physician did not allege that the infection was due to any abbott product. A leadless pacemaker was implanted on the same day. The patient was in stable condition throughout the procedure.

Event description:
New information noted that some vegetation was noted on the leads.